Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the yellow hub of the introducer broke and was separated when the physician wanted to open the peel-away sheath. The rest of the device was already in the patient, but the physician was able to carefully remove it. No part of the device remained in the patient's body, and there were no injuries or additional procedures.